Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the customer felt that the durometer of the venous line was too soft and kinks. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.